Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to dislocation caused by a traumatic accident. The liner and modular head were replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08631 / 08632).